Event description:
Boston scientific received information that this atrial (ra) lead exhibited loss of capture. The ra lead was found to have dislodged. The field representative reported that the cause of loc was confirmed. The patient was asymptomatic but due to sinus bradycardia, the lead was revised. The device was reprogrammed and the lead was repositioned. At this time the ra lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.